Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 04-mar-2016. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed bleeding. An ablation (regarded as endometrial ablation) was reported. The reported bleeding, interpreted as genital bleeding, is listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Although limited information was provided in this case, considering event's nature, causality with essure cannot be excluded. Since an endometrial ablation was required, this case was regarded as incident. Non-serious events were also reported. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on 22-jan-2016. It refers to a (B)(6) female consumer/ plaintiff who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2014 and experienced bleeding, ablation, severe back pain, infection, and pelvic pain. Essure was not removed. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed bleeding. An ablation (regarded as endometrial ablation) was reported. The reported bleeding, interpreted as genital bleeding, is listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Although limited information was provided in this case, considering event's nature, causality with essure cannot be excluded. Since an endometrial ablation was required, this case was regarded as incident. Non-serious events were also reported. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.